Event description:
Per the audiologist, the pt had developed a skin flap infection. Repeated treatments did not solve the problem. The decision was made to explant the pt's device. The explant date had not scheduled at the time of this report. No reimplantation plans have been reported.

Manufacturer narrative:
This is a final report.